Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4).  Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that patient had a plif (posterior lumbar interbody fusion) stabilizing l3-4 on (B)(6) 2019. It was difficult to detach the shaft (03.812.003) from an implant, which resulted in a 30-minute surgical delay. Finally, the shaft was detached. The surgery was successfully completed. Patient outcome unknown. Concomitant device reported: unknown tpal implant (part# unknown, lot# unknown, quantity# unknown). This is report 1 of 3 for (B)(4).